Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that following implant, the patient developed an intracranial infection. According to the report, the device was explanted and later replaced with a new device. Reportedly, the patient was well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.